Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# unknown, implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was a catheter issue. It noted that there was a dark line along catheter, noticed on x-ray. At the time of report it was unknown as to what it was. It was reported that is started at ¿exit form spinal anchor.¿ it was noted that the location of the catheter issue was the distal segment. It was reported that the actions required as a result of the event included ¿consultants not clear on what they will do as the catheter is working fine.¿ it was noted that a dye study, x-rays and the patient¿s logs were checked. It was reported that the patient experienced a return in spasticity. It was noted that the patient had increased spasticity to the body. It was reported that consultants decided to increase baclofen by 20% and the patient experienced good trunk and upper arm reduction in spasticity but lower limb spasticity was still not being managed. It was noted that x-ray of the catheter confirmed tip of catheter was at t9 and dye confirmed functioning catheter with no kinks or tears. It was reported that x-ray showed foreign body along small segment of catheter and was as yet undetermined. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that the pump was used to infuse compounded baclofen. It was noted that the patient¿s medical history included a lung infection that was being treated with antibiotics. Additional information received reported that ¿no refill date was not near.¿ it was later reported that surgical intervention was carried out the prior friday and it was discovered that the ¿foreign body¿ seen in the x-ray was actually the connector pin which sat aligned with the catheter. It was noted that this was visualized ¿in theatre.¿ it was reported that the patient was suffering from a chest infection and that this was deemed the reason for the return of spasticity. It was noted that no further action would be taken. It was reported that there were no log messages, and no volume discrepancies.